Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer needed assistance in turning off/turning on the bolus wizard feature off on the insulin pump. Customer reported that he was on manual bolus and his healthcare provider set him with bolus wizard. Customer reported that he has been high and he was putting in insulin but it was not working. Customer's blood glucose was in 200's mg/dl - 300's mg/dl. Troubleshooting was done for high blood glucose. Customer does not have tubing clamps available to perform high pressure test. The customer was advised to monitor the issue and speak with his healthcare provider. No further information provided.